Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received abnormally low patient results for multiple assays tested on the cobas 8000 c (701) module - c701. The field service engineer was immediately sent to the site and he found cracked tubing on the rinse station of the analyzer. He repaired the broken tubing. He also performed a decontamination of the analyzer. Precision studies and quality controls were run and these passed. The customer later repeated an unspecified number of patient samples tested during the time period of the issue. Seven patient samples had erroneous initial results that were reported outside of the laboratory for creatinine, ca2 calcium gen.2 (ca), ua2 uric acid ver.2 (ua), and ureal urea/bun (urea). Corrected reports were sent to the doctors. Roche markets two different assays for creatinine on the c701 analyzer, crej2 creatinine jaffé gen.2 and crep2 creatinine plus ver.2. It was asked, but it is not known which assay reagent was used. The first sample initially had a creatinine result of 21 mmol/l. The sample was repeated on (B)(6) 2017, resulting as 97 mmol/l. The second sample initially had a creatinine result of 23 mmol/l. The sample was repeated on (B)(6) 2017, resulting as 59 mmol/l. The third sample initially had a creatinine result of 38 mmol/l. The sample was repeated on (B)(6) 2017, resulting as 77 mmol/l. The fourth sample initially had a creatinine result of 25 mmol/l. The sample was repeated on (B)(6) 2017, resulting as 153 mmol/l. The fifth sample initially had a ca result of 1.60 mmol/l. The sample was repeated on (B)(6) 2017, resulting as 2.21 mmol/l. The sixth sample initially had a ua result of < 12 umol/l. The sample was repeated on (B)(6) 2017, resulting as 215 umol/l. The seventh sample initially had a urea result of < 0.5 mmol/l. The sample was repeated on (B)(6) 2017, resulting as 14.6 mmol/l. No adverse events were alleged to have occurred with the patients. The customer has not experienced any further issues since the service actions.